Event description:
Customer ((B) (6)) reported that his patient told him that the unit did not work. Resmed inspection found internal charring.

Manufacturer narrative:
Shorting in the power supply module caused thermal damage with some evidence of external flame.